Manufacturer narrative:
The customer¿s report that the pca set was leaking was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.611 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer on the used pca set received. The cause of the leak was a cracked female luer. The root cause of the crack was a result of multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca tubing leaked at an unspecified location. There was no report of patient harm.